Manufacturer narrative:
Other potential lot numbers are 31556770 and 31556356. The exact lot numbers are not confirmed.

Event description:
It is reported that there have been concerns about the temperature probe at the tubing end at the water chamber coming out causing loss of ventilating volume. It is reported that one patient incident resulted in a significant patient desaturation and respiratory care was called to the bedside to assist in locating the cause of the leak. It is reported that the probe was reseated and the patient's ventilation was resumed. No patient harm reported. It is reported that there is significantly more water in both the inspiratory and expiratory limbs of the circuit. It is reported that they have to drain these circuits in some cases every two hours. It is reported that the act of draining places the patient in at some risk due to loss of peep and lung de-recruitment as well as potential infection risk due to contamination of the circuit and effluent water within the circuit. No patient harm was reported. It is reported that the circuit end power cable insertion connections are not uniformly the same. It is reported that when inserting the circuit power cable from the heater into the connection some are snug and some are very loose and with a small amount of movement of the cable will come part way out of the connection. No patient harm or injury is noted. It is reported that the circuit was hung in the ventilator circuit arm by the tubing circuit holder and when the nursing service moved the patient the circuit holder ripped the circuit and the circuit was rendered unusable and had to be replaced. No lasting patient harm was noted.